Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Prior to ER visit, the patient was seen in the clinic in (B)(6) of 2025 when they reported no issues and remained active. There was no change to anticoagulation status, and there was no documentation found on thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the alarms were in the setting of the suspected thrombus. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log files contained events on (B)(6) 2025. Low flow hazard alarms were captured throughout the file. An intermittent and continuous low flow hazard alarms were capture. No external power alarms became active from 13:57:36 due to a double power cable disconnect, followed by the disconnection of the driveline at 13:57:39 resulting in a pump stop. These events appear consistent with the patient¿s expiration and the reported discontinuation of left ventricular assist system support. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and death, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms, and presented to the emergency room (ER) unresponsive, but despite multiple rounds of cardiopulmonary resuscitation (CPR) attempted, efforts to revive the patient were unsuccessful. The patient was declared passed away and the device was discontinued. Log files contained the onset of low flow hazard events on (B)(6) 2025 between 12:39 pm and 1:57 pm. Additionally, the log files contained various set speed changes before the driveline disconnect at 1:57 pm. The calculated pulsatility index (pi) decreased and there was also a corresponding decrease in motor power during the low flow events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The pump was able to maintain the programmed set speed until the pump was disconnected from the controller. This data indicated some type of obstruction to the flow path of the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.